Event description:
Boston scientific received information that, during the follow-up procedure, it was observed this pacemaker exhibited pacing impedance measurements greater than 2,000 ohms. A replacement procedure will be scheduled for the near future. Subsequently, additional information was received that a revision procedure was performed. The physician noticed the associated rv lead was fractured, so elected to replace the entire system. The replacement system were competitor products. There were no adverse patient effects reported.

Manufacturer narrative:
This pacemaker was explanted and replaced, but will not be returned to boston scientific for analysis. At this time there is no additional information. Should additional information become available this report will be updated.